Event description:
Pt underwent laparoscopic cholecystectomy and ioc. Was using conmed laparoscopic cautery. When cauterizing gallbladder, the liver was also cauterized. Prior to usage insulation inspected and intact. Cauterization of the liver did not occur at the spatula site.